Event description:
It was reported that the patient presented for an implant procedure. During the procedure, interrogation of the pacemaker (pm) revealed that the pm exhibited premature battery depletion. The pm was not used and a new device was implanted successfully. The patient was in stable condition.

Manufacturer narrative:
The device was above elective replacement indicator (eri) upon receipt. Device arrived able to interrogate. Analysis of device image indicated that device met the minimum required implant voltage on the event date. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities and passed all quality control tests prior to its distribution.